Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that the tubing came apart from the blue piece

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from just below the pump safety clamp. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to a manufacturer. From the manufacturer's investigation, the most potential root cause that generates the separation in the tubing/lower fitment engagement is an incorrect application of solvent in the tubing due an incorrect insertion of the tubing to the solvent dispenser by the production personnel. Reported lot was manufactured on jun 2025 before actions stated for a similar condition as the one reported. Even knowing that the sku is not the same, the actions stated will attend the condition reported, the following actions were defined: update procedure to improve the frequency of the preventive maintenance for the fixture. Change control approved on sep 11th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.